Event description:
Event description cpi received information that this transvenous defibrillation lead exhibited a high shocking impedance of > 170 ohms. The lead was capped and new lead was implanted.